Manufacturer narrative:
(B)(4). D10: unknown sidus stem-free humerus head; unknown item and lot#. G2: foreign: united kingdom . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient will have a revision for a patient matched implant due to a failure of the combination of rotator cuff and glenoid erosion. A vault reconstruction system or an augmented baseplate may be required and a revision has been planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No additional information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H2: product information unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. It is reported that the reason for the upcoming revision surgery is probably a combination of rotator cuff failure and articulation between the metal sidus head and the glenoid component, causing glenoid erosion. However, based on the available information/lack of information, the reported event cannot be confirmed and a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.